Event description:
Event description cpi received information that during the implant of an implantable cardioverter defibrillator (ICD), an error message indicating that there was open lead condition on one of the large patch leads was displayed. The physician elected to remove the entire system and implant a pectoral system.